Manufacturer narrative:
H.6. Investigation: our records indicate that customer complaints have been received describing issues with the printed scale on 3ml luer-lok syringes (material no. 309657). Printed scale markings on the 3ml syringes are printed incorrectly. The scale is skewed to varying degrees, resulting in missing and/or partially printed scale numbers and scale lines. Complaints related to this defect are confined to final batch #8303571. Device history record review for batch #8303571 was reviewed. Batch #8303571 consists of 2 marking/assembly batches: 8287867 and 8287868 (p/n 8000314). Batch #8287867 was manufactured 07-nov-2018 ¿ 09-nov-2018 (0600). No issues were recorded during the manufacture of this batch. Batch #8287868 was manufactured 09-nov-2018 (0600) ¿ 11-nov-2018. Missing print was recorded 2 times during the manufacture of this batch. Missing print was found at assembly during the hourly check; adjustment was recorded. Product was requalified per aql: no defects were found, therefore the product was accepted; root cause of the problem: a combination of personnel, process, and equipment can be identified as an assignable root cause corrective and preventive action, CAPA#753644, were initiated to further investigate this issue. Immediate actions were taken to put potentially affected product on hold. Field action notice # mds-19-1431-fa. H3 other text : see h.10.

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was missing the scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 309657, batch no: 8303571. It was reported that syringes have some of the ink missing on the ml markings. Issue: have some of the ink missing on the ml markings. Some of the syringes have the 1.5 ml level missing the ½ mark which makes it look like it is the 1ml marking. It could lead to overmedicating patients.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(6).

Event description:
It was reported that 3 ml bd luer-lok¿ luer-lok¿ tip was missing the scale markings. This was discovered before use. The following information was provided by the initial reporter: material no: 309657, batch no: 8303571 it was reported that syringes have some of the ink missing on the ml markings. Issue: have some of the ink missing on the ml markings. Some of the syringes have the 1.5 ml level missing the ½ mark which makes it look like it is the 1ml marking. It could lead to overmedicating patients.